Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering because high blood glucose. Customer had high blood glucose levels of 500 mg/dl at the time of the incident. Customer was treated with pen. Customer was admitted into hospital. No harm requiring medical intervention was reported. The replace reservoir will not be returned for analysis.

Manufacturer narrative:
Updated analysis summary by (B)(6) on mar 4, 2022 retainer ring = black. On (B)(6) 2021 the insulin pump was returned due to customer allegation to pump under delivering, insulin flow blocked alarms, and was hospitalized for high blood glucoses. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No unexpected insulin flow blocked alarm noted. No delivery alarms noted in the insulin pump history on (B)(6) 2021 at 9:08am, 10:33am, 3:15pm, and 3:27pm during basal. In further full review of the device history on the event date of (B)(6) 2021 found total bolus deliveries of 33.1u. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay. Unable to verify customer alleged for high blood glucoses. Unexpected insulin flow blocked alarm/no under delivery not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Device received with pillowing keypad overlay. (B)(4).